Event description:
Device issue: difficult to remove. Time of adverse event: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of a scarred common femoral artery after an interventional procedure. Reportedly, after deploying the needles, the foot could not be retracted to remove the device. The device was removed by manipulating the foot through the access site. Manual compression was applied to achieve hemostasis. During physician retraining, it was noticed that the device was deployed out of sequence by not removing the needle plunger prior to parking the foot. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.